Event description:
It was reported that the drive motor of a medfusion¿ medfusion® 3500 syringe infusion pump was making a lot of noise and not working correctly. No report of any known impact or consequences to patient.

Event description:
Additional information received from customer states no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional tests included flow and occlusion testing. The testing was unable to duplicate the field observation as the motor sounded normal at different rates. Based on the evidence, the complaint was unable to be confirmed.